Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a failed battery test from the insulin pump. The customer stated that the pump alarmed during normal use. The customer was advised to insert new aaa batteries and clean the battery cap with a cotton swab. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the displacement and self tests. The pump was monitored without the battery for ten minutes, and after re-inserting the battery, no unexpected power loss alarm or failed battery alarm was noted. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.